Event description:
A customer contacted physio control for the device preventative maintenance. During the initial device evaluation, physio control, observed that the device has had a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device was further evaluated by physio control. The cause of the blank display was determined to be a disconnected flex cable. The device is archived by physio control.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control for the device preventative maintenance. During the initial device evaluation, physio control, observed that the device has had a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.